Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus. Based on the results of the investigation, the foreign material could not be identified. It is likely the probable cause is a result of insufficient reprocessing. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the air/water nozzle was found with the presence of foreign material that remained inside the device. There was no patient involvement.